Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) ECG cable connector was loose with various pieces of tape being used to secure it. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4; d9; e1 event site email, event site name, initial reporter name; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: g1 contact person ¿ mfg site, due to character restrictions in block e1. Full event site name is (B)(6) hospital. Full initial reporter name (B)(6). A getinge field service engineer (fse) upon inspection intermittent ll faulted in ECG. Fse replaced front end board (0670-00-1164) and 30 psi calibrated the machine. Also the pim was faulty as there was a leak from the pim when trying the 30psi calibration on the device so replaced pneumatic module assy (d997-00-1178). Inspection carried out all in good working order.

Manufacturer narrative:
Updated fields -b4, g3, g6, h2, h11. Corrected fields - h6(medical device ¿ problem code, investigation findings, investigation conclusions).

Event description:
N/a.